Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of "air in line alarm" was not reproduced. The device was tested for ultrasonic sensor upstream air and passed. A review of the event history log identified air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step.there was no report of patient injury or medical intervention associated with this event. No additional information is available.